Event description:
The customer initially contacted philips with questions related to capacitor servicing on heartstart mrx defibrillators. The capacitor from the defibrillator was then returned for failure analysis, the results of which indicated that the capacitor failed the defib test, confirming the energy delivered by the therapy capacitor to the internal load was out of acceptable range. There was no patient or user involvement.